Event description:
It was reported that a couple weeks ago, they noticed the connector pin was difficult to push into the recharger. The recharger screen was not showing the normal recharging screen so the patient pressed the bottom button on the recharger and then the recharger showed it was recharging the implantable neurostimulator (ins). The recharger would charge for about 10 seconds and then show a picture with squiggly lines and a picture of a plug (charge recharger screen). During troubleshooting, the patient states the connector pin is not bent but there is a piece of metal sticking out of it. The recharger port does not show any damage. The patient mentioned having the recharger replaced over a year ago. The patient is planning a trip to see their physician because the dystonia is getting worse (since a few months ago). The doctor said damage in brain is probably extending due to dystonia. The patient called back on (B)(6) 2021 reporting that they received the replacement dtc on saturday, but they continue to have an issue with the recharger. As a result, they have not been able to charge their ins for the past 5 days. The patient explained that the recharger display initially lit up when they plugged in the dtc replacement, but shortly thereafter, the recharger display went blank. The patient unplugged the dtc from the recharger and plugged in back in, but the recharger display remained blank. The patient checked the ac power supply and confirmed that the power indicator light was lit green. The patient repeated information regarding "extreme brain damage from a prescription medication." The patient mentioned that they would be in "constant motion" if their therapy turned off due to the ins battery depleting, but they confirmed that they were not feeling this way. They were just concerned that their ins battery might deplete if they don't charge their ins soon.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the 37761 desktop charger (dtc) (B)(6) revealed that cable assembly had damaged pins inside the connector, broken case, and worn rubber feet. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.